Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('left essure extruding from the left fallopian tube') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation had resolved. The reporter considered device dislocation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 05-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('left essure extruding from the left fallopian tube') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation had resolved. The reporter considered device dislocation to be related to essure. The reporter commented: asymptomatic since device were removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 29-mar-2021. This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('left essure extruding from the left fallopian tube') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation had resolved. The reporter considered device dislocation to be related to essure. The reporter commented: asymptomatic since device were removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: new number received from ha from spain added to references section (secure verification code). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.